Event description:
In late 2008, the patient reported that her blood glucose was elevated to over 400 mg/dl and she experienced e4 (occlusion) errors. She changed her insulin cartridge, infusion site, and infusion tubing this morning. She stated that she felt some resistance while inserting the infusion site. After the e4 occurred, she moved the infusion site to the other side of her abdomen and the e4 recurred. To troubleshoot, the patient was instructed to disconnect from the infusion site and to bolus. She was able to do so without error. The patient was advised to move her infusion site to an area of soft tissue. She was then able to reconnect and bolus without error. Her normal blood glucose range is 125-180 mg/dl. She was sent information on infusion site management. Upon follow up on three days later, the patient stated that she had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.